Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented with infection. The device was explanted and the lead was capped on (B)(6) 2018. Patient was stable following the procedure and will be followed normally.

Manufacturer narrative:
Correction: the device was returned for analysis and the analysis was completed and submitted in the previous report.

Event description:
New information received notes that the patient's wound opened after the device was implanted on (B)(6) 2018 and was restricted. The incident reoccurred twice with profuse bleeding and the patient went to the emergency. The device was explanted and lead was capped. The patient currently does not have an implanted device.